Event description:
It was reported that the patient had spasms when they would turn there stimulation up past a certain point, on different settings. Without the stimulation that high, the patient would experience "phantom nut pain." The phantom pain was exacerbated with bowel movements and would leave the patient "crawling back to bed." To help with what was going on, the patient's physician increased the amount of clonodine the patient was receiving. Patient noted that they were taking more narcotics including muscle relaxers. The patient also experienced a shocking sensation with the spasms, and a burning in his leg. There was no known accident or incident related to the event. The patient visited the emergency room at the (B)(6), but the implantable neurostimulator (ins) was not interrogated. The emergency room medical staff thought that the neurostimulation device may have caused the issue. The patient turned the ins off and the symptoms went away, but their normal pain returned. Patient was discharged from the emergency room with morphine and dilaudid. The patient was to see their health care provider in a week. The patient noted that they had an unresolved burning sensation during sexual activity. The patient decided not to change anything about the therapy since he was getting 90% effectiveness. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient's system was explanted. It was stated that the doctor had moved out of the area and the reporter had not heard from the patient. No further follow up was possible at the time; any relevant additional information received will be reported.

Event description:
Additional information received reported that magnetic resonance imaging (MRI) was believed to be ordered at the date of this report as a result of a problem with the implantable neurostimulator. There was a possible lead removal. Malignant melanoma was also cited on the MRI paperwork. It was later reported that health care professional (hcp) was going to change out lead due to burning sensation and appearance of lead migrating. Hcp did not want to go into pocket without a general surgeon, so instead they cut the lead off and left the rest of the lead implanted. Implantable neurostimulator remained implanted but the lead was cut off. Lead was believed to be not capped.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ lead; product ID 37752 lot# serial# (B)(4) implanted: explanted: product typ recharger; product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).

Event description:
Additional information received clarified that the burning sensation was located at the lead contact site and went away when the implantable neurostimulator (ins) was turned off. The impedance measurements were reported as fine. If additional information is received, a follow up report will be sent.